Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/(B)(6). The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: left bundle branch pacing for cardiac resynchronization therapy: non-randomized on treatment comparison with his bundle pacing and biventricular pacing. Canadian journal of cardiology. 2020. Doi.org/10.1016/j.cjca.2020.04.037. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing. The article reports one patient death approximately one month post implant with a pacing lead. There is no indication as to the specific cause of death and/or death-de vice/procedure relatedness. Further follow up did not yet yield any additional information.